Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases with the same model, it is known that the probe damage error and the probe breakage occur since the user outputs the device contacting with something hard or the probe and the jaw come into contact, which causes scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above.

Event description:
The subject device was used during an anterior posterior resection. It is hard to detect the completion of dissecting the tissue when the user dissected tissue in deep pelvis. On two-third of the procedure, probe damage error occurred. The probe was broken and fell off outside the patient when the user checked the device. The procedure was completed with another thunderbeat device. There was no patient harm reported. Olympus medical systems corp. (Omsc) received the photo of the device. And omsc found that the probe was broken and the coating on the outer surface of the jaw had partially come off on (B)(6). This is the first report of the two. Please cross-reference the following report about the coating peeing: 8010047-2015-01233.